Event description:
It was reported that a trigen tibial meta-nail 11.5 x 38 broke at proximal tip of nail. The pieces were retrieved with a forceps. The procedure was completed with a back up device. No other injuries were reported and no significant delays.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. From the analysis conducted during this investigation, it was concluded that the meta-nail tibial 11.5mm x 38cm nail fractured by the initiation and subsequent propagation of shear forces. The fracture likely initiated on the anterior side of the nail through the most proximal hole. The shear forces quickly propagated in a quasi-static manner to an extent that the cross-sectional area of the nail could not bear the imposed loading, which led to an overload fracture of the nail. No material deviations were found during this investigation. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it cannot longer fit its purpose, the contribution of the device to the reported event could be corroborated. Some potential probable causes for this event could include but not limited to surgical technique or excessive forces applied to the implant. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.